Event description:
It was reported that occlusion alarms occurred, indicating an occlusion problem. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer was advised to replace supplies as necessary and continue insulin therapy.